Event description:
An ophthalmologist reported that a knife was noted to have been "angled differently (the intersection was on the bottom)" during a procedure. Due to the orientation of the blade, the incision was "different" and sutures were required to close the incision. There was no pt harm reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).